Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient underwent laminectomy surgery at levels l5-s1. Intra-op, screw thread was damaged when surgeon was trying to fix the set screw. This process was tried 3 times. The product came in contact with the patient. No fragment of the implant remains in the patient. No patient complications were reported as a result of this event.